Event description:
Customer stated "upon removal of catheter from tunneler the blue flex tip came off' I simply cut the catheter after and placed it." Customer was tunneling a 5.5 fr arrow guard advanced PICC and the tip of the catheter pulled off with the tunnler.

Manufacturer narrative:
(B)(4). The customer returned a tunneling instrument with a dark blue distal tip of a catheter lodged on to it. The rest of the catheter body was not returned. Visual and microscopic examination of the separated distal tip revealed the point of separation had rough and jagged edges. The tunneling instrument was returned curved/bent in the middle. The returned blue catheter tip measured 5 mm in length. The outer diameter of the tip of the tunneling device that had the catheter distal tip lodged on it was measured and was found to be within specification. The tunneling device length was also within specification. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit provides instructions for using the tunneling device. The IFU states "when tunneling, the catheter must not be forced", and warns not to "forcefully pull tunneler and catheter apart; catheter breakage or tip damage may occur." The customer complaint of a separated catheter tip was confirmed based on visual examination of the returned sample. The customer returned a tunneling instrument with a dark blue distal tip of a catheter lodged on to it. The catheter body was not returned. Visual and microscopic examination of the separated distal tip revealed the point of separation had rough and jagged edges. The appearance of the point of separation is consistent with what occurs when an undue force is placed on the catheter, causing it to separate. A device history record did not reveal any manufacturing related issues. The catheter product drawing was reviewed for this investigation and based on the kit material number provided (jrt-43552-hphnm), the catheter in this kit does not have a dark blue tip like the one observed at the end of the tunneling device. Based on this information and since the catheter body was not returned for investigation, the probable cause of this investigation could not be determined. Teleflex will continue to monitor and trend for reports of this issue.

Manufacturer narrative:
(B)(4)

Event description:
Customer stated "upon removal of catheter from tunneler the blue flex tip came off' I simply cut the catheter after and placed it." Customer was tunneling a 5.5 fr arrow guard advanced PICC and the tip of the catheter pulled off with the tunnler.